Event description:
No blood glucose levels reported. The father of the customer reported a button error alarm from the insulin pump. A replacement insulin pump was received by the customer later on; however, the replacement insulin pump gave a motor error alarm when the customer was changing the reservoir. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump alarmed motor error during basic occlusion test due to faulty force sensor. The motor was tested outside and passed motor rest. Insulin pump was unable to perform basic occlusion, occlusion, prime, the excessive no delivery test due to motor error alarm. The motor was tested outside the insulin pump and passed motor test. Insulin pump received with cracked reservoir tube lip.